Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that the pacemaker exhibited loss of capture and undersensing. It was noted that there was a single beat of non-capture and then non-sustained tachycardia with pvc that was undersensed. After the tachycardia terminated, capture returned to normal. Programming changes were made. The patient was in stable condition.